Event description:
Reportedly, in 2006 pt had carotid endarterectomy. Postoperatively, the pt developed a hematoma and was brought back to surgery. When the pt was re-opened, the incision had come apart. Surgeon reports seeing the 4th loop from the distal end of the suture had broken. Pt suffered a minor stroke and recovered. Suture remnants were not saved. No additional information has been made available.